Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise that resulted in oversensing and increased capture threshold were noted on the right ventricular (rv) lead. Insulation damage was suspected. An x-ray was performed and no anomalies were observed. No further intervention was performed and the patient was stable and will continue to be monitored.